Event description:
Initially, tt was reported that the patient was to have a magnetic resonance imaging (MRI) scan for her back. She also stated the pump was in her back, however, she did not say specify if the MRI was related to her pump. The patient reported that she could not have an MRI. Further, the patient noted that two months prior to the date of this report she was getting really good relief. Her physician told her ¿something about medication¿ and that they could not have the medication at ¿20% concentration¿ and they had to lower it a lot below 20%. Reportedly this device system delivered baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report. It was then further reported that the patient had been decreased in early october because she had missed a refill and allowed the pump to go dry (the patient kept cancelling appointments) and this clinic¿s protocol was to start back on the medication at a lower dose. The patient reported no withdrawal symptoms upon that refill. The previous dose was dilaudid at 20mg/ml and 16.002mg/day and baclofen of 75 mcg/ml 60.08mcg/day. The lowered dose was baclofen 39.977mcg/day and dilaudid 10.660mg/day (same concentrations). The clinician was not sure why the appointments were cancelled by the patient. This clinician had not ordered the MRI the patient mentioned she wanted in october. The clinician went on to say that it must not be related to therapy or pump since the patient was seen by them for pump management. The patient was seen in (B)(6) 2013 and had no issues to report about therapy or the pump during that visit. They have not heard from the patient since.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l71606, implanted: (B)(6) 1999, product type: catheter. (B)(4).